Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller followed technical support instructions to leave pump connected for 30 minutes, but charging connection was not recognized until caller switched to different charging cable; caller observed damage to original cable, and pump charging resumed after changing charging supplies.